Event description:
It was reported that the right ventricular (rv) lead had high impedance and lead fracture was suspected. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4503m53 lead, implanted: (B)(6) 1991. (B)(4).